Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a 309ml infusion of oxaliplatin (170mg) in 250ml of d5w was programmed to infuse over 2 hours. The rn entered into the device 170 mg of oxaliplatin with a total volume of 309ml and a patient body index of 1.8 to infuse over 2 hours. After 1 hour the device alarmed for air in line when the rn noticed the bag was empty. The patient denied any pain or distress. The md was notified and no new orders were given. The patient was discharged 45 minutes later with no lasting harm.